Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High v-sic (short interval counts) are observed with 15184 counts on the lifetime counter. High sic can indicate the presence of noise or intermittency in the system.

Event description:
It was reported that there was oversensing observed on the electrogram. The associated lead was replaced and the oversensing still occurred. The device is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was oversensing observed on the electrogram. The associated lead was replaced and the oversensing still occurred. It was further reported that the short interval counts (sic) were still observed at follow up. The artifact was attempted to be recreated by doing a sense test. The right ventricular sensitivity was set to the most sensitive value and t-wave oversensing was seen. It was reported that the oversensing signal appeared during or around the r-waves. The device is still in use. No patient complications have been reported as a result of this event.